Manufacturer narrative:
The failure investigation has been completed and the alleged alarm 30 issue was verified; however, based on the analysis, the alleged minimum fill, and cartridge alarm 25 issue could not be verified.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple cartridge alarms (30, 25) occurred during the load process with multiple cartridges. Additionally, it was reported that a minimum fill notification occurred after the customer filled the cartridge with 300 units of insulin during the load sequence. Customer's blood glucose level was 130 mg/dl to 160 mg/dl. The customer continued to use the pump for insulin therapy.